Event description:
The customer reported being hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 900 mg/dl. The customer stated she woke up vomiting and experiencing abdominal pain. Troubleshooting was performed, and the time on the insulin pump was incorrect. The insulin pump passed the prime and high pressure tests. The customer also reported that the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.